Manufacturer narrative:
Concomitant medical products: 310c25 valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that the patient is deceased.